Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2018 via tka. It was reported that the revision surgery was scheduled to be performed on (B)(6) 2019 due to limited range of motion. The range of motion before the primary surgery was originally poor at -30 to 90 degrees, and it was -30 to 60 degrees now. It was considered that factor was the patient was not able to do well at the time of post-operative rehabilitation because the patient had quite a pain. No further information is available.